Event description:
Additional information was received from the patient. They reported that ¿yes,¿ they had contacted their health care professional (hcp) about their power on reset (por) and their having had a couple of bladder accidents. The patient stated they had appointments on (B)(6) 2021 and (B)(6) 2021. In response to the inquiry for if the por had been determined, the patient replied ¿yes,¿ and stated that the most likely cause or contributing factor to this issue was premature battery depletion. In response to the inquiry for what steps were or would be taken to resolve the por and their having a couple of bladder accidents, the patient stated ¿replacement of entire implant with the current MRI compatible unit on (B)(6) 2021.(it should be noted that this date differs from the noted date of explant in device registration: (B)(6) 2021.) The patient stated that ¿yes,¿ the issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by a family member/friend of the patient that they went in to take up the intensity of the stimulation and they got the power on reset (por) message. It was also noted that the patient has had a couple of bladder accidents going from the bedroom to the bathroom. The caller noted that they adjusted the stimulation less then seven days ago and they had no problems. The patient was redirected to their healthcare provider to further address the issue and to clear the por.